Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and oversensing caused by fracture. The patient exhibited twiddlers syndrome, which caused this lead to fracture. Another rv lead was successfully implanted. No additional adverse patient effects were reported.